Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5098226) on 04-jan-2021. The most recent information was received on 15-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('lots of pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and life threatening), genital haemorrhage ("bleeding"), alopecia ("hair loss"), back pain ("back pain"), abdominal pain lower ("cramps") and abdominal distension ("bloating"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, back pain, abdominal pain lower and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, alopecia, back pain, genital haemorrhage and pelvic pain with essure. The reporter commented: serious injury criterion "life threatening" and event date (B)(6) 2020 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5098226) on 04-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('lots of pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and life threatening), genital haemorrhage ("bleeding"), alopecia ("hair loss"), back pain ("back pain"), abdominal pain lower ("cramps") and abdominal distension ("bloating"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, back pain, abdominal pain lower and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, alopecia, back pain, genital haemorrhage and pelvic pain with essure. The reporter commented: serious injury criterion "life threatening" and event date (B)(6) 2020 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.